Event description:
It was reported that during bilateral knee arthroscopic surgery patient suffered a ground pad burn on the leg. Physician stated the ground pad could have slipped while manipulating the leg. No further complications were reported.